Event description:
Additional information received reported, the pump was used to deliver lioresal.

Manufacturer narrative:
Product ID neu_unknown_cath; product type catheter. (B)(4).

Event description:
It was initially reported that baclofen underinfusion occurred as the patient experienced an increase in spasticity. The expected residual volume (erv) was 6.9 milliliters (ml) and the actual residual volume (arv) was 12ml. It was noted there was a potential kink in the catheter when the patient was in a certain position. A revision was reported. However, this was confirmed as non-surgical, meaning catheter tests were performed, rotor test and side port tests. However, both tests looked ¿ok.¿ further details provided noted that the patient did no activity that induced an incident to the pump system. It was stated there was no position kink and the patient never left a position feeling stiffer or weaker due to a ¿pump block or pump bolus.¿ it was stated ¿this was a birth spasticity.¿ additionally, the pump was aspirated and the erv was 32.6ml but the arv was 33ml and the catheter dye study was ¿good.¿ it was reported that it was ¿5.8¿ this time and ¿28.7¿ last time. Aspirating and injecting the side port was easy with the patient lying on their back and on their side and again the x-ray showed no signs of kinks throughout the catheter. The pump was refilled with the 33ml and would be checked at the next refill. The patient was doing fine, but had the feeling that there was a 20% increase in spasticity compare to before. The patient status was noted as alive with no injury at the time of the event. Approximately three months later a further volume discrepancy was reported with the arv 10 ml and erv 5 ml. The cause of the volume discrepancy was noted as underinfusion and a possible kinked catheter. Diagnostic testing included a dye study, rotor/roller study, logs were checked, and x-rays. The issue was not resolved and cause was not determined and as a result the pump was explanted. At the time of the report the patient's status was reported as alive-no injury. This device system was now reported to have delivered compounded baclofen. Additional information was requested to verify the catheter and patient status as well as what medication the device system delivered. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed that no anomaly was found. Analysis of the catheter revealed catheter/sc connector coring/tears/cuts in the seal; meets leak criteria.